Event description:
An implantable collamer lens was implanted into the patient's right eye (od). Reportedly, "I had evo icl performed a little under 6 months ago and I'm unhappy with the results. Neither of my eyes are 20/20 and my right eye has a bit of a haze over everything which may contribute to not being able to read from the one eye."

Manufacturer narrative:
Patient information: unk. Claim# (B)(4).